Manufacturer narrative:
H6- device code 2017 clarifier: use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous peripheral interventional procedure with an 8f sheath. Reportedly, despite flushing the device not being successful prior to use, the device was positioned in the vessel. No blood flow was observed at the marker lumen. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, despite not successfully flushing the devices prior to use, the device was still positioned in the anatomy. It should be noted that the electronic perclose prostyle instructions for use, states: verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the device if the marker lumen is not patent. It is unknown if the reported violation of the IFU contributed to the reported difficulties. A conclusive cause could not be determined for the reported obstruction of flow and difficult to flush. The unexpected medical intervention was related to circumstances of the procedure. Factors that may contribute to difficulty to flush include, but not limited to manufacturing, lumen obstruction and incorrect user technique (marker lumen flushing). Factors that may contribute to obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.